Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the user reported the hematocrit saturation probe generated a "color chip failure" error message at startup. The monitor was originally returned for a broken calibrator attachment. Since the event occurred during routine testing of the device, there was no patient involvement during this event.